Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
Hearing performance with the device is affected. Initially one channel was affected with high impedance fifteen months after implantation; however hearing performance was not affected. There was no accident or trauma reported.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no information on a possible date is available yet.

Event description:
Hearing performance with the device is affected. Initially one channel was affected with high impedance fifteen months after implantation; however hearing performance was not affected. There was no accident or trauma reported. Re-implantation is considered. Additional information has been requested from the field, but none has been received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. There was no accident or trauma reported. Re-implantation is considered.